Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Inspection of the returned device revealed no evidence of the liner would not seat in the cup. DHR was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a left hip arthroplasty the liner would not seat in the cup. There was no delay and the procedure was completed with a different liner.

Manufacturer narrative:
This follow-up report is being filled to relay corrected and additional information.